Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage noted. The position of the rupture was in the middle vertically. A different model was used to complete the procedure. No complications reported, and patient status was good.